Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and evaluated. Visual observation revealed no anomalies with the tube set. Upon further investigation, it was noted that there was fluid present in the tubes, confirming it was used. Functionally, the tube set was attached to a test pump and ran to check for any leakage. After continuous activation, there were no signs of leakage. The reported condition could not be confirmed. Typically, the root cause of this failure is associated to an incomplete connection to the pump by the end user. The incomplete connection would cause a potential point of leakage. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during anterior cruciate ligament acl reconstruction surgical procedure, it was observed that the connection was not watertight on irrigation tubeset 24pk and reuse patient set fms 24pk while in use together. It was not reported if there was a delay in the surgical procedure, or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.